Event description:
It was reported that the patient was hospitalized due to an episode of status epilepticus. It was reported that the patient was referred for vns replacement at that time, but the replacement was refused since the generator's battery was not depleted at that time. No additional or relevant information has been received to date.